Event description:
It was reported that during a da vinci-assisted surgical procedure, the right vision was lost after restarting the system. The technical support engineer (tse) suggested to check the touchscreen view, personality module surgeon console (pmsc) interface and replace the endoscope. The system was not connected to the onsite during time of call. An isi field service engineer (fse) confirmed issue persisted with surgeon side console (ssc) stereo viewer only. The procedure was converted to laparoscopy with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was continued with 2d vision with left eye high resolution stereo viewer (hrsv) monitor.

Manufacturer narrative:
Based on the claim against the product by the customer noting vision problem, an investigation is completed to determine the root cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduce the customer reported complaint. The fse removed the external dvi cable, checked the system and did not reproduce the customer reported complaint. The fse reset the pmsc and found no issues. The fse attended the next procedure and problem did not reoccur. The system was tested and verified as ready for use.